Event description:
It was reported that during implant, the lead would not advance through the sheath. Despite exchanging the sheath the lead would not advance. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of lead anomaly was confirmed. The cause of lead anomaly was due to measurements of the outer diameter of the lead body proximal to the rv shock coil was outside the product specification. The device was tested and no electrical anomaly was found.